Manufacturer narrative:
.

Event description:
It was reported that a revision was performed.

Manufacturer narrative:
The associated half pin was returned and evaluated. From the analysis conducted during this investigation, it was concluded that the 5.0 mm ha half pin likely fractured due to static tensile overload. An overload fracture can occur when the mechanical forces applied to the device exceed the strength of the material. No material deviations in the half pin were found during this investigation. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. A review of complaint history revealed that we have not had any previous complaints for this device/failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem.